Event description:
New information indicated the patient presented in clinic on 7/13/2015. No intervention was performed and the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed noise on the atrial lead, which resulted in automatic mode switch episodes. No intervention was reported and the patient would be monitored.